Manufacturer narrative:
Root cause: alteration of staining in this case was due to slide level being out of specification. The problem was solved by field service engineer with repair of the part. Following the repair, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: following the slide level being out of specification; the resulting failure mode could occur: uneven or missing reagent distribution. These failure modes have the potential to alter staining.

Event description:
Based on complaint report or investigated failure mode, there was a staining alteration. Customer complaint record reported the event as follows: staining alteration. No direct or indirect patient harm or user harm have been reported.